Event description:
Health care professional (hcp) reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Dialyzer reused 1 time prior to this report. Health care professional reports no pt injury or need for med intervention.